Event description:
Legal counsel for patient reports patient underwent a scoliosis and fusion procedure on (B)(6) 2010. Subsequently, patient's legal counsel further reports patient underwent a revision procedure on (B)(6) 2013, due to patient allegations of two fractured spinal rods and pseudoarthrosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Manufacture date ¿ unknown.